Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has experienced difficulty breathing and shortness of breath, has had a 3 pound tumor removed, and lost their thyroid. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.